Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump got wet and the keypad is unresponsive. The insulin pump also experienced a button error alarm. The customer reported his blood glucose level to be 186 mg/dl. He was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
During testing no button error alarm noted. The arrow buttons did not respond due to corroded keypad traces also, moisture damage was noted on electronics. The insulin pump was received with minor scratched display window and broken reservoir tube lip.